Event description:
In an abstract titled "surgical treatment of single or two-level segmental lumbar canal stenosis with x-stop ipd implant. Early outcome in a series of 64 patients", the following events were reported: the x-stop was placed in patients with neurogenic intermittent claudication, with/without lumbar or lower extremity pain, secondary to single or two level segmental lumbar canal stenosis: three patients underwent re-operation with hemilaminectomy for additional pain relief. Immediate outcome was satisfactory, with all patients mobilized the same day of treatment with the hospitalization varying one to three days. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "surgical treatment of single or two-level segmental lumbar canal stenosis with x-stop ipd implant. Early outcome in a series of 64 patients" by agrillo u, panagiotopoulos k, sidoti c., puzzilli f, poster at congress of neurological surgeons 2006. Device not returned, internal review of literature, follow-up with author.